Manufacturer narrative:
H6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that one side of the journey dcf ap fem cut blk 5 is fractured. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, it was noticed that the saw guard of one (1) journey dcf ap fem cut blk 5 broke while in use. All pieces were recovered. The procedure was resumed, without any delay, using the same device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).